Manufacturer narrative:
Not applicable.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as bleeding and burning. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied a bandage to the skin irritation and the doctor recommended that the patient leave the patch off until the skin heals. Outcome of the irritation is unknown.